Event description:
The customer stated that she opened her new contour meter kit and found the cap already open on the bottle of sample test strips. No adverse events were alleged. The test strips are to be returned for evaluation as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.